Manufacturer narrative:
Medical device problem code previously reported as 1036 - signal artifact/noise, should have been reported as 1438 - over-sensing

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it observed the patient's right ventricular lead was sensing noise. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.